Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the rod from a trialtis screw slipped out. The set screw stayed in the screw; however, the rod came out. The surgeon admitted that it was likely user error but wanted to have the screw and cap checked out. Patient underwent hardware/explant removal on (B)(6) 2025 to fix the rod and set screws. There was no patient status/ outcome / consequences. Implant date: (B)(6) 2025. Explant date: (B)(6) 2025.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs normal of explanation and implantation process. No signs of manufactured defects or anything that could help to the malfunction of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed several attempts of assemble and disassembly were made. It was possible to preformed the complete assembly process, the mating devices used were returned also in this complaint ((B)(4), set screw t27 and 5560126050f, poly screw, fen, 6mm x 50) and no malfunction in the assemble process were found. Once the assembly process was complete the devices moved strongly to see if the loose condition was present. The assembly work as expected. However, due the photograph evidence provided by the customer, the complaint allegation can be confirmed. Therefore, the potential cause is traced to user due to the information mentioned in the event description and the investigation findings. The overall complaint was confirmed as the observed condition of the ti lrdsd rod 5.5 x 95mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for ti lrdsd rod 5.5 x 95mm, was conducted identifying that lot number csadab released in one batch. ¿ batch1: lot qty of (B)(4) units were released on jun 27, 2024, with no discrepancies. Supplier: caragh precision. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.